Event description:
The customer alleged discordance between access progesterone assay and quest bayer centaur results for one pt involving access 2 immunoassay system. This report refers to sample number one. Three samples from this pt were sent to beckman coulter, inc for further analysis and heterophile interference was confirmed. It is unk if the erroneous results were released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Service was not required as the event was isolated to a specific pt sample. Heterophile interference. Samples are drawn in plastic serum tubes with gel separators and are centrifuged for 3000 rpm for greater than 5 minutes. System info and quality control (qc) info was not supplied by the customer. Heterophile interference is the root cause of this event. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. This reportable event was identified during a retrospective review of product complaints conducted between january 1, 2008 to october 23, 2010 for additional reportable events. Related mdrs: 2122870-2011-01457 and 2122870-2011-01458.